Event description:
Uring an open roux-en-y gastric bypass on a bariatric surgery pt, the surgeon used the endogia stapler to do an end-to-end anastomosis. Staples did not conform correctly. Staple line looked bad. Surgeon closed the enteroenterotomy using a 3-0 gi silk suture. Pt went to recovery in stable condition.